Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported that the aviva blood glucose monitor showed visible signs of smoke at the test strip insertion. The customer reported a burning scent coming from the device. No adverse event reported. Return of the suspect device was requested for evaluation.